Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, high threshold measurements resulting in loss of capture were observed on the left ventricular ( lv) lead. As a result, the output was increased. No additional adverse patient effects were reported.